Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) was t-wave over-sensing (twos). The patient was asymptomatic. The icm was reprogrammed and the patient was in stable condition.